Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) stopped compressions due to an unknown error was confirmed in the archive data review but was not confirmed during functional testing. The customer reported that the same issue occurred during two patient events about two months ago. Based on the archive data, the autopulse platform was used for an active operation during two incidents on (B)(6) 2024. The first incident happened between 5:18:22 am and 5:23:03 am, and the second occurred about 4 hours later between 9:40:45 am and 9:44:57 am. During the second event, the autopulse platform stopped compressions multiple times with user advisory 12 (lifeband not present). The ua12 advisory message was not replicated during functional testing at zoll. No device malfunction was found during the testing, and the autopulse platform functioned as intended. User advisory is normally a clearable error message, and it is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory (ua) 12 is an indication that autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. The autopulse platform passed functional testing without any fault or error. The belt switch assembly was inspected, and it was within the specification. No malfunction was found, and the reported complaint was not replicated in subsequent functional tests. Following service, the autopulse platform passed all testing criteria.

Event description:
Patient #2: the customer reported that about two months ago, the autopulse platform (sn (B)(6) ) stopped working during patient use. The autopulse platform stopped compressions with an unknown error, which prevented the platform from continuing compressions or restarting. The customer could not recall the specific error message displayed on the platform. The crew reverted to manual CPR as they couldn't get the autopulse platform to work. As this issue occurred twice with different lifebands, the customer took the platform out of service. The patient's status information was requested, but the customer stated that the patient's outcome was unknown.